Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup, it was stuck at boot device selection screen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system showed an error message on the screen, "please select boot device," and two cold restarts were performed to temporarily resolve the issue. The philips field service engineer (fse) inspected the system onsite and identified a boot error on the flexvision pc. To resolve the issue, fse replaced the flexvision pc, hard disk drive, and reloaded the software. Fse identified that the system was affected by the known pc issues disk bay and dual in-line memory module (dimms). Due to manufacturing issues, the disk bay and dimms may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has implemented a medical device correction z-1151-2024 and z-1156-2024 on this system, and the system was returned to good working condition. The codes were updated based on the investigation outcome.